Event description:
Caller indicated the pt received a reading of 5.9 mmol/l and then went out to play. Pt was not dosed with insulin. Five minutes later, customer returned exhibiting symptoms associated with onset of seizure. A comparison was made to a one touch ultra meter and a reading of 2.1 mmol/l was received. Testing was conducted on the finger. Customer was treated with food and drink to elevate glucose levels.